Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unable to be charged, as a usb cable would not fit into the pump usb port. The inside of the pump usb port was noted to be damaged. There was no reported impact to the customer's blood glucose level.